Manufacturer narrative:
(B)(4). Customer has not indicated if the product will be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports:0001822565-2019-02124.

Event description:
It was reported a patient underwent a left initial hip arthroplasty on subsequently the patient was revised approximately 5 years post implantation due to alval, corrosion, swelling, metallosis, and pain.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected. Reported event was confirmed by review of medical records noting the patient underwent a revision surgery for pain, weakness, limited rom/adl and stiffness. There was a tendon tear at the greater trochanter and also trunnionosis. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.

Event description:
Additional information received found that the patient underwent primary left hip arthroplasty and subsequently was experiencing, pain, weakness, limitations with adls, rom, stiffness and exam revealed tear. Underwent repair of tear and exchange of femoral head component, noted trunionosis during procedure.

Manufacturer narrative:
If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.